Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that something made the button stick. She was unable to press the button on the insulin pump. All the buttons seemed locked. The buttons when pressed would not react. Customer's blood glucose level was between 300 mg/dl and 400 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.